Event description:
It was reported that the patient was given false information about volume discrepancies from 2 different physicians. It was not known when this happened but there seemed to be volume discrepancies all the time. It was noted that the patient never makes it to her refill date, and the pump was often empty when they would go to withdraw the medication out of the pump. The patient had issues with pain all the time. There was talk about a dye study, but one had not been conducted. The patient had been admitted to the hospital when the pump ran out one month before it was supposed to. The patient had an upcoming appointment to discuss these issues with their physician. The drug in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).